Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt was asked if the issue has been resolved. Patient stated issue has not been resolved. The leads could not be implanted, more tests, x-rays, MRI needed. The previous ins has been returned to medtronic for analysis.

Event description:
Additional information was received from the patient. They reported that they felt a weird tingling feeling in their lower back. When they finished charging their implant and exiting the program, the "setting not available" came up. 1st time on (B)(6) 2023, 2nd time (B)(6) 2024, and 3rd time (B)(6) 2024. Now have no stimulation. Clinician said they had something in their spinal fluid. They called clinician and they came to their house and refigured the contacts on electrodes. The issue was resolved but came back again later. Their clinician said the new closed loop scs would be a good fit for them. That is what they are waiting for. Additional information was received on 2024-may-29, pt called in because they had been contacted by someone at manufacturer. They stated they were unsure of why they had been contact. Pt did state however they planned on having their current implant replaced due to the impedance issue. They had been working with their managing hcp to reach a decision on how to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of them having no stimulation now was not known, but the most likely cause according to their doctor was their spinal fluid. They are waiting for the manufacturers device to become available to resolve the issue. The issue was not yet resolved and device removal is not planned yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the no stimulation was not determined. The most like cause was due to their spinal fluid. Pt noted their device will be removed and replaced with the inceptive. The issue has not yet been resolved. A surgery is planned but no date yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call, patient mentioned that they had settings not available (59) and that this issue began about 3-4 months ago. Patient stated that manufacturer representative (rep)  came to their house and "changed some electrodes and moved them around because of impedance issues." The patient mentioned they had recently left a couple of vms for rep, but had not heard back. Agent reviewed role of rep and redirected to hcp.

Manufacturer narrative:
Event date is not known. Please see for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the implant was scheduled to be replaced with an inceptiv unit on (B)(6) 2024.